Manufacturer narrative:
Lead was explanted (B)(6) 2020. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual analysis revealed that the outer insulation was found abraded between 51 cm and 54 cm distal to the df-4 connector pin, which is considered to be the root cause of the reported oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages such as a cut into the outer insulation (16 cm distal to the df-4 connector pin) and a bent fixation helix, most likely occurred during the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise on the rv channel in a fast nst recording transmitted to home monitoring. Interrogation revealed 9 recordings on the device showing noise. No inappropriate therapy was delivered. Postural testing was performed and noise was not reproduced. Lead to be evaluated further with chest x-ray. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.